Event description:
The complainant alleged that they were responding to a code for a 58 year old male patient. They successfully shocked the patient three times at 200, 300 and 360 joules. The patient then went into asystole, and the paramedics then attempted to monitor the patient, but received a "check electrodes" message. The paramedics then checked the pads' connections visually, except for the posterior pad which a paramedic checked with his hand, they appeared to be attached securely. They then attempted to pace the patient with the three lead ECG electrodes, and again received the "check electrodes" message. They checked the connection at the device and it appeared to be connected. They unplugged the cable from the device and then re-attached the cable, and still received the same message. The patient subsequently expired, but they do not attribute the patient outcome to the alleged malfunction.